Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient is charging too often and not allowing charge; the patient is also not responding to hand held transmitter. The patient said this device is the only source of pain relief. The patient said ins is not holding charge and he is not sure what is not working. The patient said nothing happens, it is dead. Patient said it shows pretty much everything but it is not holding charge. When asked if it shows lightning bolt, patient said no. The recharger shows ins on. The recharger battery is almost full. Ins battery is empty. All coupling bars are black. The patient said the ins icon used to bounce back and forth when charging and it is not flashing now, not showing that it is taking charge. Last time the patient charged was 2 weeks from today. The patient has not changed any settings. It was reviewed that the patient needs to sit for few hours and charge. It might take some time to charge from empty battery. The patient has not recently been reprogrammed or increase parameter. The patient said they are going to sit for 8 hours and charge it. If it still is not charging; he is going to call back. No patient symptoms or complications were reported in this event.